Event description:
Caller reported a malfunction on pump, which displayed a malfunction code that was resettable but recurred after resetting. There was no adverse impact to the customer¿s blood glucose level as reported. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.